Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and application were unable to establish a connection. Additionally, it was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom continuous glucose monitoring (cgm) application is only compatible for select devices and operating systems. No additional event or patient information is available.